Event description:
It was reported that during a surgery procedure, the surgeon seemed to have problems with the screwdriver. The surgeon noticed that the tip of the screwdriver broke. Another screwdriver was available and the surgery was completed.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.